Event description:
It was reported that during a lap cholecystectomy, the clips scissored and others failed to close. The surgeon removed the failed clips, causing increased surgical time and tissue irritation.